Event description:
A pt reportedly had an arterotomy closed using a starclose device after an unk procedure in 2006. It was reported the pt was told "it clamped down on a nerve" and nothing can be done to alleviate the pain, but it would probably be ok in time.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.